Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31396158l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a qdot micro catheter and the patient experienced diaphragmatic paralysis. Experienced operator performing a pulmonary vein isolation (pvi) for a patient in af. Routinely, he checked for capture and position of the phrenic nerve, one of the only operators to do so in (B)(6), prior to ablating the anterior right superior pulmonary vein (rspv), typically completing the posterior aspect and anterior right inferior pulmonary vein (ripv) ablation lines first. He was unable to capture phrenic nerve at all. "He confirmed with anesthetist that the patient would no longer the paralyzed (muscle relaxant had been reversed)". Despite this, he cautiously completed the pvi, never having been able to capture the phrenic nerve. Two days later the physician reported that the patient had experienced phrenic nerve injury. Patient experienced reduced diaphragm control. Additional fluoroscopy was used. Patient is being managed with medication. Physician's opinion on the cause of this adverse event is that it is related to specific patient anatomy. Ablation information: anterior ripv: 50w, ai ~500. Posterior: 50w, ai ~400. Roof: qmode+ (utilized due to inability to capture phrenic). Anterior rspv: qmode+ (utilized due to inability to capture phrenic). Reconnections ablated using 40w, ai range of 430-460, force range of 9-17g. Additional information received. Patient is better overall since the procedure. The physician still is not sure if condition was pre-existing or from the procedure. If damaged during the procedure, it will take 6 months to 2.5 years for the nerve to regrow/recover.